Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions"), back pain ("severe chronic back pain"), arthralgia ("severe chronic hip pain"), headache ("severe chronic head apin"), fatigue ("severe chronic fatigue"), disturbance in attention ("concentration problems."), amnesia ("memory loss") and heavy menstrual bleeding ("change in menstrual cycle - abnormally large amount of blood loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure. The reporter commented: essure was removed due to the mentioned symptoms by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: legal claim received: new events added - abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormonal problems and hypersensitivity. Outcome of events was also mentioned. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen'), device dislocation ('essure migration'), autoimmune disorder ('auto immune disorder') and uterine perforation ('uterine perforation') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions"), back pain ("severe chronic back pain"), arthralgia ("severe chronic hip pain"), headache ("severe chronic head apin"), fatigue ("severe chronic fatigue"), disturbance in attention ("concentration problems."), amnesia ("memory loss"), heavy menstrual bleeding ("change in menstrual cycle - abnormally large amount of blood loss"), device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and uterine perforation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, fatigue, disturbance in attention, amnesia, heavy menstrual bleeding, device dislocation, autoimmune disorder, dyspareunia and uterine perforation outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and uterine perforation to be related to essure. The reporter commented: essure was removed due to the mentioned symptoms by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Lot number: 893019. Manufacture date:2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen'), device dislocation ('essure migration'), autoimmune disorder ('auto immune disorder') and uterine perforation ('uterine perforation') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions"), back pain ("severe chronic back pain"), arthralgia ("severe chronic hip pain"), headache ("severe chronic head apin"), fatigue ("severe chronic fatigue"), disturbance in attention ("concentration problems."), amnesia ("memory loss"), heavy menstrual bleeding ("change in menstrual cycle - abnormally large amount of blood loss"), device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia") and uterine perforation (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed on 15-jul-2020. At the time of the report, the abdominal pain, hypersensitivity, back pain, arthralgia, headache, fatigue, disturbance in attention, amnesia, heavy menstrual bleeding, device dislocation, autoimmune disorder, dyspareunia and uterine perforation outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, autoimmune disorder, back pain, device dislocation, disturbance in attention, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and uterine perforation to be related to essure. The reporter commented: essure was removed due to the mentioned symptoms by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-jan-2022: adverse events "migration of essure"; "autoimmune problems"; "dyspareunia"; "uterine perforation" added to the case; essure lot number added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. On 18-mar-2021: ha number received: it2044885. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.